Manufacturer narrative:
(B)(4). The customer reported that the (B)(4) monitor fell from the roll stand when the nurse pushed the roll stand. It was also reported that the mount adapter plate was broken (prior to this incident), but that the mount and roll stand remained in use. No pt or user incident/injury was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the (B)(4) monitor fell from the roll stand when the nurse pushed the roll stand. No pt or user incident/injury was reported.